Event description:
After an implantation period of about 2 months, oversensing with inappropriate therapy was reported. Via fluroscopy, a lead dislodgement could be confirmed. As the device was originally implanted in (B)(6), the patient decided to also get the revision procedure done in (B)(6). The lead remained implanted at that time. As of today, biotronik does not have any further details with regard to the revision procedure. Should we get more information, this report will be updated. Apart from the shocks, no further adverse patient side effects have been reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.